Event description:
It was reported via repair work order that the patient right side rail had been removed from the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.